Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -07.50 diopter, within the same surgery due to the lens tore during delivery into the patients left eye (os). The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown. The reporter indicated there was patient injury, the patient experienced transient visual obscuration due to corneal edema. The corneal edema developed because the cornea was stressed when the initial damaged lens was removed.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry and wrapped in gauze with residue and debris on the product. Visual inspection found optic and haptic torn, and foreign debris and residue on the lens. Claim#: (B)(4).